Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thorascopic wedge segmental resection, on the first firing of lung segmental resection, the surgeon used the first device with no problem. On the second firing, they tried to fire the same handle and new reload, however a crack sound was heard and could not fire the device. They replaced by new handle and connected to the same reload, however the surgeon still could not fire the device. Then they replaced by reload and connected to the second handle however a crack sound was heard and could not fire the device. They used another set of device and the firing was completed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reported condition for this incident was difficulty to load. Visual examination noted that the reload was received with a full complement of staples and safety wedge. Functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.